Event description:
It was reported that prior to an angioplasty procedure, the rubber bullet at the hub of the balloon had allegedly dislodged after opening the package. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter returned partially loaded within a packaging hoop. The strain relief from the catheter was noted to be dislodged and was still stuck in the packaging hoop; no other anomalies were noted during the visual evaluation. On functional testing, the returned balloon was removed from the packaging hoop, and the stylet was noted to be inserted within the distal tip. As the strain relief was noted to have dislodged from the catheter, the investigation was confirmed for the reported strain relief dislodgement. A definitive root cause for the reported strain relief dislodgment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 10/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the rubber bullet at the hub of the balloon had allegedly dislodged after opening the package. There was no patient involvement.